Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative failure cannot be determined or is unknown. Should additional information become available, a supplemental MDR will be submitted. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The left high resolution stereo viewer (hrsv) monitor was replaced due to the image being dark as compared to the right monitor. The system was tested and verified as ready for use. The hrsv monitor was returned to the manufacturer (OEM) for evaluation and completed investigation. Failure analysis investigation replicated and confirmed the customer reported issue. There was no image, and the main board was defected. The main board was replaced to resolve the issue. A review of the site's system logs has been performed. Log investigation supports the finding from follow-up that the surgeon encountered the issue with vision loss right as he sat down at the console. While system logs indicated that instruments were docked, the time used on all instruments was ""0:00"", supporting that the issues with vision loss followed by the darker image were not encountered mid-procedure. No image or video clip for the reported event was submitted to isi for review. This complaint is reportable due to the following conclusion: it was alleged that during a da vinci-assisted prostatectomy procedure, the surgeon side cart (ssc) left eye image was darker than the right. When the issue was detected, ports were already placed in the patient. Troubleshooting was not successful, and the surgeon aborted the procedure due to the vision issue. At this time, the root cause of the reported failure is due to component failure. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer reported that the surgeon side cart (ssc) left eye image was darker than the right. The customer attempted to power cycle the system two times, and also installed a different endoscope with no change to the vision issue prior to calling tech support. The customer also stated that their onsite was offline. The customer stated that the right image of the ssc appeared to be normal with high definition. The technical support engineer (tse) had the customer check the image for left and right eyes at the vision side cart (vsc) monitor and the images for both eyes appeared good with no darker image in the left eye. Tse inquired if customer had a second ssc available, but customer informed that the system was a single ssc and they have no spare surgeon console available. Tse assisted customer with switching the ssc viewer from 3d to 2d, but the issue remained. Customer then attempted a power cycle of the system with a reset of the ssc circuit breaker, but the image remained darker. The procedure was aborted due to the vision issue. Intuitive surgical, inc. (Isi) followed up with reporter and obtained the following information: the system functionality was checked upon powering up the system and there were no errors seen. When the issue was detected, ports were already placed in the patient. The surgeon made an incision in the patient¿s abdomen and cut through the adhesions before inserting the ports. The robot was docked and when he sat at the controls, the right eye was black. The endoscope was swapped and when the surgeon looked through the viewer at the ssc, the left eye was darker than the right. The staff called dvstat to troubleshoot and when the issue could not be fixed, the surgeon decided to abort the procedure. The reporter is not aware if the surgeon already went into following mode when the left eye issue was discovered. The name of the procedure was prostatectomy, and the patient was a 63 year old man weighing 190lbs. Ethnicity and race were not provided. The reporter is also unaware of pre-existing medical illness/relevant physical examination that was done on the patient. When enquired if she was aware that the vision of the left eye was darker before this incident occurred, she replied that she was not informed of it before.